Event description:
It was stated that the customer was hospitalized for high blood glucose with a reading of 440 mg/dl as well as ketones. It was stated that the customer removed the reservoir and noticed that insulin had leaked into the reservoir compartment. Troubleshooting was performed. The insulin pump passed the high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.